Manufacturer narrative:
Final pump analysis revealed - no anomaly found - normal device function. Final catheter analysis revealed - no anomaly found - acceptable catheter testing.

Event description:
The pump was returned to the manufacturer. The return paperwork did not suggest or question a malfunction. According to the manufacturer's device tracking system the patient has expired. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.